Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 reported that can't pace off atrial lead, even at max output - atrial output was programmed at 1.0v at 0.5ms. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).